Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the close door alarm in the form of a door not fully latched message. Eval discovered that the messages were caused by a loose upper link screw. The screws were replaced.

Event description:
It was reported that a spectrum pump alarmed close door when the door was already closed. It was also reported that there was no pt incident.